Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a manufacturer representative regarding a patient who was implanted with an implantable neurostimulator (ins) for spinal pain. It was reported that program a stopped working. There were no environmental, external contributing factors that the patient was aware of. Impedances were run and found contacts 1,9,10, and 11 to be out of regulation, oor. The patient was programmed around the out of regulation contacts. The issue was resolved at the time of report. No symptoms were reported.